Event description:
It was reported that mesh had a broken ring--patient presented with abdominal pain, cystic sac encapsulated end of ring-no evidence of infection. Mesh was explanted.

Manufacturer narrative:
There was an indication that the subject product was going to be returned to us for evaluation. It has not been returned to date. Therefore, no conclusion can be drawn at this time. A follow up report will be submitted when, if, product is returned and evaluated.